Event description:
The internal battery of ventilator lasted 4 hours, as less than user expected. The ventilator gave "empty battery alarm" for few minutes before it shut down. Alarm did sound before and after shut down.